Event description:
73 year old white female had an extensive mi. She was stabilized as much as possible, but needed immediate transfer to a tertiary care center. We called a mobile intensive care unit to transfer the patient. The attending physician/cardiologist, alon with an experienced emergency department nurse went in the unit with the patient. During the trip, she went into v-fib and the lifepak 10 did not function. Many attempts to get the equipment to function failed. This is not the hospital's equipment, it belongs and is maintained by prn. However, the patient was ours. The physician did state that she may have died anyway. However, the equipment did not functiondevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: component failure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.